Event description:
(B)(4). Spotting , yellowing in discharge, bacteria infections, heavy bleeding, odor, uti infections, bladder infections, kidney infections, weight gain, pelvic pain, stabbing sharp pain, headaches, depression, mood swings, hot flashes, staying tired, a lot panic attacks, painful during intercourse, bleeding after intercourse, strong odor, back pain, weak damage hair.